Event description:
After a peripheral intervention, a physician went to close using a 5f mynxgrip vascular closure device, but when bringing the shuttle back up the sheath was hard to pull up as well. The balloon was deflated, and the device was removed but some of the sealant was still in the sealant sleeve, thus not fully deployed. The device was prepped properly. The physician followed the steps with inserting the device, inflating the balloon, coming back to 2 stops and achieved hemostasis. He then shuttled down to deliver the peg sealant. There was no patient injury. The user was in training with the device. A peripheral intervention was being performed. The patient had a history of pvd. The femoral artery¿s suitability was verified on angiography or venography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd/calcium in the vicinity of the puncture site. A 5f cordis brite tip sheath was used in the procedure. The device storage temperature did not exceed 25 °c. No excessive force was used. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device will be returned for analysis.

Manufacturer narrative:
The device was returned for analysis which is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note: update to section d4 regarding the UDI#. After a peripheral intervention, a physician went to close using a 5f mynxgrip vascular closure device, but when bringing the shuttle back up the sheath was hard to pull up as well. The balloon was deflated, and the device was removed but some of the sealant was still in the sealant sleeve, thus not fully deployed. The device was prepped properly. The physician followed the steps with inserting the device, inflating the balloon, coming back to 2 stops and achieved hemostasis. He then shuttled down to deliver the peg sealant. There was no patient injury. The user was in training with the device. The patient had a history of pvd. The femoral artery¿s suitability was verified on angiography or venography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. A 5f cordis brite tip sheath was used in the procedure. The device storage temperature did not exceed 25 °c. No excessive force was used. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the outer cartridge tubing. The advancer tube was found inside the outer cartridge tubing, and the sealant was observed to have been on the atraumatic wire as received. The device was inspected for damages/anomalies that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, the unsheathing the sealant step was performed on the returned device. The shuttle cartridge was able to be retracted to the black handle without issue, and the advancer tube was found properly engaged to the proximal tamp lock per the mynxgrip instructions for use (IFU). No resistance was felt when retracting the shuttle cartridge back to the black handle. Per microscopic analysis, the sealant was on the atraumatic wire, exposure to blood as received. A product history review of lot f2127802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.